Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported a clip was being placed on the cystic duct when the jaw of the er320 broke. The piece of the jaw was removed from the abdomen. Another er320 was opened and the procedure was completed without difficulty. There was no consequence to the pt.